Manufacturer narrative:
Pump was received with missing segments/partial display due to crackedand bleeding lcd glass. Unable to verify for battery icon, pump time,button error alarm or perform keypad test, however down keypad trace wascorroded. Pump was received with scratched lcd window, cracked case atdisplay window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 230 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.